Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "randomly stops feeding at night". Mmdg was unable to confirm this complaint. When the pump was returned to mmdg for investigation, the no flow in and load set alarms failed. They did not alarm as expected. Mmdg did follow up with the initial reporter, however, no further information was available. The alarm failure was discovered during testing by mmdg. (B)(4).